Event description:
It was reported that this patient had a revision of the left shoulder due to infection. Patient was last known to be in stable condition following the event. Devices will not be retuning.

Manufacturer narrative:
Pending evaluation .

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.